Event description:
Vascular occlusion. Rha3 on lips [off label use]. Case narrative: united states report received from registered nurse on 07-sep-2023 and refers to a 22-year-old female caucasian patient and had received rha3 on (B)(6) 2023, for unknown indication. 1 milliliter (ml) volume of rha3 was applied on lips using needle injection technique. It was not reported if cannula was used for the administration of rha3. The needle size was 30g. The patient¿s medical history and previous cosmetic procedures were not provided. Concomitant medications, and food supplements were not provided. On (B)(6) 2023, the patient experienced vascular occlusion (vo) during lip injection. The patient was treated with 1.5 vials of hylanex. On (B)(6) 2023, the outcome of the event was recovered. The intensity of the event was not reported. The product was not available for return. Health effect - clinical code: 2422, obstruction/occlusion health effect ¿ device code: a2304, off-label use no additional information was available at the time of this report. Follow-up information was received from registered nurse on 09-sep-2023 and 11-sep-2023. Updated reporter details (previously reported as physician). Updated patient initials, age, and ethnicity. Updated rha3 start date (previously reported as (B)(6) 2023), batch number, product expiration date, needle gauge size and product availability for return. Updated event start date (previously reported as (B)(6) 2023) and treatment dosing details. Narrative amended accordingly. Case comments: a causal relationship between the rha3 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.